Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. Upon evaluation, the monitor would not power on. The cause of the failure was isolated to defective components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.